Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A fiber metal acetabular shell was returned for evaluation. As returned, the lock ring was missing. Witness marks are seen where the lock ring came into contact with the inner diameter of the shell. Dimensional measurements are conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the locking ring was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported a surgeon during a hip arthroplasty had difficulty seating liner. After removing liner, it was noticed that the locking ring was not moving freely.